Manufacturer narrative:
An event regarding a revision due to instability involving an unknown implant insert was reported. The event was not confirmed. Method & results: device evaluation and results: a visual, dimensional and functional inspection was not performed as the device was not returned for evaluation. Medical records received and evaluation: no medical records were provided for review with a clinical consultant. Device history review: could not be performed as the subject device lot is unknown. Complaint history review: could not be performed as the subject device lot is unknown. Conclusions: neither the event could be confirmed nor the root cause could be determined as the provided information was not sufficient. Further information such as device details, return of device, pathology reports, operative reports, xrays, patient history & follow-up notes are needed to investigate this event further. Based on sales rep update on the event description the instability was not device related. This may possibly be due to patient factors. If additional information and/or device become available, this investigation will be reopened.

Event description:
Revised for instability, implants were explanted and re-implanted with stryker revision components of the right knee. Update per sales rep: device not related to instability.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
Revised for instability, implants were explanted and re-implanted with stryker revision components of the right knee.